Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for calling was because the patient was in the hospital due to "abdominal problems" that got "really bad monday". The patient stated that the healthcare professional (hcp) at the hospital wanted to do an MRI of her stomach, and her reason for calling was to know if an MRI of her stomach would be okay. There were no reported complications and no further complications were expected.

Event description:
Additional information was received from the patient reporting that the cause of the abdominal problems and it getting really bad was found, and it had been fixed. Patient stated that it was due to a gall stone left inside of them that got into their bile duct and plugged them up after having their gall bladder removed (unrelated to the device/therapy). Patient further reported they have had a permanent catheter put in since (B)(6) 2018 because when they had their ins on, their bladder would fill up and they would get the urge to go however nothing would come out. Patient also mentioned they were sleeping better at night with the catheter as they weren't having to get up every 2 hours to pee. The patient reported that they no longer use the ins but that it was still implanted but was inactive. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.